Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported bleeding, respiratory failure and cardiac arrhythmia related to a cardiac cath procedure. The event was described as non-device related. Bleeding, respiratory failure and cardiac arrhythmia are listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was planned to undergo placement of a left pleural pigtail. A small amount of serous fluid was aspirated upon placement of the introducer needle and the guide-wire was placed without difficulty. When the pigtails was advanced over the guide-wire and attached the pleurevac, there was a small amount of bloody drainage. The patient reportedly experienced respiratory distress and oxygen saturation dropped to the 70s after advancement of chest tube. The patient was intubated after their blood pressure dropped and chest compressions were performed. It was reported that bloody secretions were observed from the endotracheal tube. After 2 rounds of compressions and a dose of epinephrine, the patient's blood pressure recovered, with maps in the 70s to 80s. Once hemodynamically stable, a second left side chest tube was placed with about 250ml of bloody drainage. The patient reportedly has been extubated, during which they experienced hypoxic pulseless electrical activity cardiac arrest during chest tube insertion into the left pleural space. After advanced cardiovascular life support (acls) with chest compressions, return of spontaneous circulation (rosc) was achieved. The event was described as non-device related. No additional information was provided.